Event description:
It was reported that the video system center exhibit intermittent vertical lines on the image during a therapeutic colonoscopy completed with an olympus back-up device. There was no patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.